Event description:
It was reported that during a stenting treatment procedure, balloon rupture occurred. Vascular access was gained via the right femoral artery. The eccentric de novo target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery (prox lcx) with 75% stenosis and was 25mm long with a reference vessel diameter of 3.75mm. The physician advanced a 3.75x20mm nc quantum apex balloon to pre-dilate the lesion and inflated it to 20 atms, however, the balloon burst. Therefore, a 3.75x20mm non-bsc balloon catheter was used to inflate the lesion to 20 atms, with 30% residual stenosis post-dilation. A 4x23mm non-bsc stent was implanted successfully. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).